Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was unpacked on (B)(6) 2016. According to the complainant, a pinhole was noted on the product pouch. Therefore, the sterile barrier was compromised. It was noted that the outer box was intact. There was no patient or procedure involved in this event.

Manufacturer narrative:
Investigation results: a visual inspection of the product revealed a hole in the white part of the pouch. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking, or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was unpacked on (B)(6) 2016. According to the complainant, a pinhole was noted on the product pouch. Therefore, the sterile barrier was compromised. It was noted that the outer box was intact. There was no patient or procedure involved in this event.